Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received six inappropriate shocks and anti-tachycardia pacing (atp) due to an atrial tachycardia. Initial detection was met in the ventricular tachycardia 1 zone, which was programmed as a monitor only zone. The rate escalated to the ventricular tachycardia zone at which time the device was in redaction and no detection enhancements were applied. A rate only decision was made and therapy was given. A boston scientific technical consultant discussed programming options. No adverse patient effects were reported.